Event description:
This case was reported by a consumer and described the occurrence of broken bones in a (B)(6) female pt who received super poligrip (formulation unk) (super poligrip) over a period of over 30 years for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced multiple broken bones, sleeplessness, pain, fear and health worsening. Described as "so many health problems. In 2003, the pt experienced a broken jaw. She underwent surgery for insertion of two steel plates and has had problems with infection to this day. In 2006, she broke her wrist. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. The pt switched to "zinc free poligrip" at the time of reporting, the outcome of the events was unk. The pt said that she had seen an advertisement about denture cream poisoning and "I was relieved to have answers to my health problems". Super poligrip is mfg in (B)(4) and neither the product nor lot number for this product is available.

Manufacturer narrative:
(B)(4).